Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID neu_unknown_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s personal therapy manager (ptm) had stopped updating the refill date. The patient had the pump was last filled on (B)(6) 2012 and the refill date is showing on the ptm as (B)(6) 2012. So as of the last refill on (B)(6) 2012 at the time of report, it had stopped updating the refill date. The patient is able to administer boluses without issue. It was also noted that the patient had to move the batteries every time she uses the ptm so it would power on and the batteries are changed regularly. The patient planned to consult the healthcare provider and possibly have the ptm re-bonded with the pump. No further information was reported.